Event description:
It was reported that the doctor was performing an a/v graft dilatation. The doctor used what was believed to be a 7mm balloon. Upon inflation of the balloon the doctor noted that the balloon was actually a 12 mm balloon. The graft tore during the inflation and was repaired using 2 stent devices.